Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of gastrointestinal/pelvic floor and gastric stimulation. It was reported that the hcp is removing the ins due to infection. The infection was detected about two weeks prior to the report at the ins location. No further patient complications were reported as a result of this event.